Manufacturer narrative:
(H3) the revision reported was likely the result of loosened supporting ligaments and muscles, which allowed for dislocation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.